Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device the pin of the alcohol connector was broken and could not be connected to the alcohol tank. The facility commented that it may have broken when it was attached to the alcohol tank. In addition, this reported issue occurred during preparation for use. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the alcohol connector was damaged due to a strong impact. Regarding the cause of the damage to the alcohol connector, there is a possibility that a hard object was hit, and a strong impact was applied, or that strong stress was repeatedly accumulated, leading to the damage, and causing the event. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·"chapter 3 inspection before use, 3.3 inspecting the connectors: check the following for each connector. -the connector should be fixed firmly. · the o-rings should be free of abnormalities such as cracks, tears, or dents." "Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor the field performance of this device.